Event description:
Customer stated that consumer reported 3 discordant protein results on the urinalysis strips. Consumer read all 3 results visually. There was no report of injury due to this event.

Manufacturer narrative:
Customer was instructed that the strips are meant to be used for screening and not confirmatory. Customer was provided with new strips and per customer the new strips are working according to her expectations. Customer has been requested to send affected strips back for investigation. The cause for the discordant protein results is unknown.

Manufacturer narrative:
Siemens technical operation team investigated customer's returned bottle of reagent strips. Investigation: visual evaluation of returned reagent strips showed no obvious damage/degradation. Performance test of returned reagent strips completed using (a) negative urine, (b) positive control solution, & (c) urine spiked to 30mg/dl pro. Testing was done by visual method under typical laboratory lighting using a single qualified reader. N=5 replicates per test solution. Conclusion: all tested reagent strips were observed to have uniform color development yellow for strips tested with negative urine. Medium green for strips tested with positive control solution. Medium green for strips tested with positive urine. Customer's returned bottle of reagent strips evaluated and alleged failure could not be duplicated. The cause of the event is unknown.